Event description:
During device preparation, back-up mode was observed on the device. Technical support was contacted and the device was then reprogrammed to resolve the event. The patient is stable with no consequences.